Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the surgeon encountered difficulty when trying to seat a trilogy size 56 liner into the implanted size 56 shell. The shell was removed, and the acetabulum was reamed for a size 58 shell. A size 58 liner was seated in the new shell without difficulty.